Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2016, information was received from a company representative regarding a patient who was receiving lioresal ("2000 mcg") at 1"50 mcg" via an implantable pump (lot number was unable to be obtained and dates of therapy were not reported). Indications for use included intractable spasticity. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2016, during a routine pump replacement and discovered upon review of clinical paperwork, overinfusion was noted; incorrect concentration was entered, and noticed after review of the paperwork. It was further noted that all appropriate medical staff was notified and the patient's concentration was changed to the correct concentration; there was no product issues to report. No patient symptoms were reported. As of (B)(6) 2016, the issue had resolved, the pump remained implanted and in use, the patient's status was "alive - no injury," and it was noted that the healthcare provider (hcp) would have no further information. Additional information regarding the initial re porter and the serial number of the unknown clinician programmer was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician .

Event description:
Additional information indicated that the physician initially reported the event and the programmer belonged to the company representative. Additional information was received from a company representative (rep) indicated programmer (B)(4) was the programmer that was used.